Manufacturer narrative:
The pump and the cartridge have been returned to animas for evaluation. An evaluation of the pump shall be completed and a supplemental report will be filed. No conclusions can be made at this time. An evaluation of the cartridge has been completed and the results included in the narrative.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. The cartridge was returned to animas and a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test/force, test/fill, test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/11/2017 with the following findings: a review of the pump¿s black box history showed a loss of prime warning with low non-zero force. During testing, the pump successfully completed the ezprime steps and 24 hour duration test with no loss of prime warnings occurring. The force sensor calibration was found to be within required specification. The loss of prime issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.